Event description:
It was reported that during a routine follow-up visit the right ventricular (rv) lead showed threshold measurements spiking. It was also reported that there was high impedance and a possible lead fracture. The lead was replaced. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).